Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new rv lead with the same model was implanted successfully. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead was not implanted due to difficult challenging septal anatomy. Attempted multiple repositions before finding an electro anatomical spot with good results. This lead is still in hospital's possession and will be processed per their protocol. A new rv lead with the same model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new rv lead with the same model was implanted successfully. No additional adverse patient effects were reported.